Manufacturer narrative:
Product evaluation: analysis of returned product found that when compared to the assembly drawing: visually, the small black plug was bent however it did not prevent it from plugging into the patient interface. When viewed under magnification, there was no other damage or anomalies in the construction of the device which would have resulted in the reported event. The probe was plugged into the nim system with the stimulation set at 1.0ma, a 100uv threshold and when stimulating a channel using a patient simulator there was a 1.02ma and 320uv return that signaled an event tone; the device performed as intended. The customer indicated another probe was used with no issues. The information indicates the plug was bent from inadvertent impact that most likely unseated the plug from its connection with the patient interface. The complaint was not confirmed for the alleged malfunction [nerve there was no response].

Event description:
It was reported "that during a case the incrementing probe was not delivering any stimulation. When they touched the nerve there was no response. Another incrementing probe was opened with no issues. There was no patient impact or delay in the procedure." Additional information states that "surgeon was stimulating the nerve with no results. He could visualize the nerve - there were no blips when stimulated. No monitor activity. The electrode check gave all green. Probe was replaced and same nerve was stimulated. This resulted in audible blips and monitor activity."